Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware, and instrument testing. No fault found. Unable to determine root cause of reported behavior. The reported they could not determine any pattern for this issue occurring. It does not always occur when the same steps are followed. The system cpu was replaced and returned for evaluation: no fault could be found. Hdd and ram testing report no errors. System passed all applicable testing. Unable to replicate reported event. No further reports of this issue occurring have been received since the computer replacement.

Event description:
A medtronic representative reported that after taking a final imaging system spin to check the lead placement the site went back to compare the plans and found that one of the plans had disappeared and an earlier deleted plan had reappeared. They are completely clearing the plans prior to creating new ones; it is the newest plan that is being deleted. This was reported during animal testing. No patient was present during the time of the reported incident.